Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one titanium dome implantable port and a groshong catheter were received for evaluation. Along with sample, five photos were provided for review. Functional, gross visual, tactile and microscopic visual evaluations were performed. Complete circumferential breaks were noted on both ends of the catheter segment that were elliptical in shape. The edges of the complete circumferential break on the proximal end were noted to be uneven and the surface was noted to be granular. The surface was noted to be round and smooth in one region and granular in the other region. Splits were noted on the border of the regions. The edges of the complete circumferential break on the distal end of the catheter were noted to be jagged. The surface was noted to be round and smooth in one region and granular in the other. A split was noted on the border of the regions. Therefore, the investigation is confirmed for the reported catheter fracture, material separation and identified wear and deformation issues. However, the investigation is inconclusive for the reported migration and material too stiff issues as exact circumstances at the time of the event was unknown. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device) h11: d4 (unique identifier (UDI) #), h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that fifteen years, one month and twenty days post a port placement, the port was planned for removal due to recurrent febrile episodes and non-functional implantable chamber. It was further reported that the catheter ruptured during removal and allegedly migrated into the right ventricle. Furthermore, the part of the catheter recovered allegedly appeared fragile with a friable aspect of the silicone and two sections of silicone in the two centimeters upstream of the ruptured zone. Reportedly, the catheter piece was retrieved via femoral route and the port was removed. The current status of the patient is reported to be stable.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: (expiration date: 11/2011). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that fifteen years, one month and twenty days post a port placement, the port was planned for removal due to recurrent febrile episodes and non-functional implantable chamber. It was further reported that the catheter ruptured during removal and allegedly migrated into the right ventricle. Furthermore, the part of the catheter recovered allegedly appeared fragile with a friable aspect of the silicone and two sections of silicone in the two centimeter upstream of the ruptured zone. Reportedly, the catheter piece was retrieved via femoral route and the port was removed. The current status of the patient is reported to be stable.